Manufacturer narrative:
. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon encountered difficulty with the preloaded monofocal intraocular lens feeling stuck during the final turns of the lens cartridge. Upon releasing and opening the lens inside the patient's eye, damage to the lens was observed. The surgeon opted to leave the damaged lens in place temporarily, noting that the patient might not exhibit symptoms related to the damage. Additionally, the surgeon remarked that the issue of the model dcb00 lens getting stuck has become a recurrent problem. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; however, a (photo or video) was received. Additional information: device evaluation: customer provided photos were evaluated by a post market safety surveillance officer. The photos showed a pseudophakic eye implanted with an intraocular lens claimed to be a tecnis monofocal iol preloaded in the simplicity delivery system (model dcb00). A triangular shaped mark can be observed located in the lens mid periphery at 11:00 ¿ 11:30 (in relation with the picture orientation). The actual root cause and definitive clinical impact of the observed marks cannot be determined from a picture assessment; however, due to its location, it might not represent risk of clinical impact in the event a lens remains implanted. The complaint issue lens damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue difficult to use was not identified during photo evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Additional information received which reported that the lens damage was at the optic off-center. There were no reports of visual issues or user error, and it was reported that there was no noticeable impact on the patient during the final follow-up. No additional information was provided. Section b5: it was reported that the surgeon encountered difficulty with the preloaded monofocal intraocular lens, which felt stuck during the final turns of the lens cartridge. Upon releasing and opening the lens inside the patient's eye, damage to the lens was observed. The surgeon decided to leave the damaged lens in place temporarily, noting that the patient might not exhibit symptoms related to the damage. The surgeon also mentioned that the issue of the dcb00 lens getting stuck had become a recurrent problem. Upon follow-up, it was revealed that the lens damage was at the optic off-center. There were no reports of visual issues or user error, and it was reported that there was no noticeable impact on the patient during the final follow-up. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.